Event description:
Additional information was received from the patient. It was reported that the replacement surgery was scheduled for (B)(6) 2020.

Manufacturer narrative:
Correction to h6: patient code c50526 and device code c63030 omitted from previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 37791, lot# , serial# unknown, implanted:, explanted: product type recharger. Product ID pnma01411a004, lot# serial# unknown implanted: explanted: , product type recharger product ID 040618003, lot# , serial# unknown, implanted: , explanted: , product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that the replacement surgery was on (B)(6) 2020 and they were now healing and waiting until (B)(6) 2020. The affected device was no longer in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was implant on the patient¿s flank area which makes it very difficult, ¿unbearable to charge¿, and ¿most painful.¿ her husband has to help her position the recharger antenna in the correct spot then will strap the antenna down tightly with a belt to keep it in place while she sits in a recliner. She has to have it so tight that it¿s hard to breath while she is charging. She tried adhesive disks, but they fell off. Her healthcare provider (hcp) and a manufacturing representative (rep) wrote a letter in hopes to get her approved for a revision surgery but they were denied by the insurance company. It will take over 3 hours to charge her ins. She charges more frequently now, 2x/week, so she doesn't have to sit as long. She lowers her stimulation at night and raises the stimulation in the morning. She is very happy with her therapy results. She "loves" her stimulator. She was redirected to her healthcare provider (hcp) to access charging and ins placement. Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported they were having problems with recharging. The patient initially described that their ins would show that the ins battery was full before it actually was fully charged. It was confirmed that they were getting 8 boxes while charging then the insr would alert and show them a screen with water droplets. It was later clarified that the screen they saw had a thermometer on it. Patient reported they charge more frequently now, 2x/week, so they don¿t have to sit as long. Patient also reported that they lower their stimulation at night and raises the stimulation in the morning. Patient mentioned it would take over 3 hours to charge their ins. No patient symptoms reported. Additional information was received. It was reported the patient's complaint was the belt was impossible to put on or take off by themselves. The patient was confined to uncomfortable sitting for 4 hours. They could not move any or the belt would get loose and lose connection. It was noted the charger was difficult to use. The patient was given a new cord and the event was resolved. Additional information was received from a patient. It was reported that patient was sent a new cord. There was nothing they could do about the belt situation. The issue did not resolve. Patient worked 3 days and had a charge then it went out completely. No charge, no pain stimulator. The manufacturer and the healthcare professional were working on a plan. Additional information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient started seeing a reposition antenna screen. She had charged and felt stimulation about three days before. She already got the replacement insr and antenna and adhesive discs that we sent and that didn't resolve issue. She was redirected to follow up with her healthcare provider (hcp). No symptoms were reported. Additional information was received from a consumer. It was reported that she was working with her manufacturer representative and hcp regarding this issue. Additional information was received from the patient and it was reported that there was no change in activity that lead to the reposition antenna screen. The patient's husband wrapped belt tightly then puts another one of his belts around them to hold connection. The patient talked to a rep and said there is nothing they could help with and there is something wrong with the battery that's implanted. The patient has an appointment with their hcp and rep on (B)(6) 2020. The hcp is going the possibly give the patient an injection to help with the pain in the patient's hip. The hcp is going to look ant the patient's flank and discuss what can be done. A tentative surgery date pending the appointment is scheduled for (B)(6) 2020 at 11:00. The patient noted that it felt like the stimulation saved their life in 2010. Now it has no help with pain.